Event description:
The customer contacted stryker to report that their device displayed a blank screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The customer was sent a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The customer was provided with a replacement device. The returned device was archived by stryker. The cause of the reported issue could not be determined.